Event description:
It was reported that the patient presented in clinic. The implantable cardioverter defibrillator (ICD) was unable to be interrogated. The programmer software was updated and the device was able to be interrogated afterwards. The patient condition was stable.